Event description:
It was reported that balloon was broken. The target lesion was located in the arteriovenous fistula. A 5.0 x 20, 75cm mustang balloon catheter. However, during inflation, the middle of the balloon was broken. The procedure was completed with a different device. No complications were reported and the patient stable post procedure. It was further reported that the target lesion was 70% stenosed, non-tortuous and mildly calcified. The balloon ruptured at 10 atmospheres. The device was removed normally.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 5mm in length and extended from a position 2mm proximal of the distal markerband to 7mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified with the device and no patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon was broken. The target lesion was located in the arteriovenous fistula. A 5.0 x 20, 75cm mustang balloon catheter. However, during inflation, the middle of the balloon was broken. The procedure was completed with a different device. No complications were reported and the patient stable post procedure. It was further reported that the target lesion was 70% stenosed, non-tortuous and mildly calcified. The balloon ruptured at 10 atmospheres. The device was removed normally.

Event description:
It was reported that balloon was broken. The target lesion was located in the arteriovenous fistula. A 5.0 x 20, 75cm mustang balloon catheter. However, during inflation, the middle of the balloon was broken. The procedure was completed with a different device. No complications were reported and the patient stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6)hospital.